Manufacturer narrative:
The pathogen is staph aureus. Batch review performed on 31 january 2019: lot 181895: (B)(4) items manufactured and released on 13 june 2018 . Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 months and a half after primary the surgeon revised the patient for ruptured patella tendon due to a fall. An infection was detected during the surgery. The surgeon performed a washout and swapped successfully the liner.